Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient presented after hearing a device alert. Interrogation confirmed that the right ventricular (rv) pacing impedance had spiked to greater than 3,000 ohms and the lead integrity alert (lia) was subsequently triggered. It was noted that at the last change out, the physician swapped the rv and lv leads in the header, therefore, the left ventricular (lv) lead is the lead exhibiting the impedance spike. In addition, oversensing noise and short interval counts (sic) were detected. The physician has chosen to observe the patient. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 407652 implantable pacing lead implanted: 2005 (B)(6), product ID 694965 implantable tachy lead implanted: 2005 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.